Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to unknown causes. It was reported by the site that the patient died at (B)(6) medical center.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii lvas,could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.